Manufacturer narrative:
The customer reported problem was confirmed. Technical support - error code 354.6770 on 8110 unit which has to with pressure sensing disc circuit test failing during the post. Will need to first replace the pressure sensing disc. If does not resolve issue next to replace the logic board. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
Error code 354.6770 on 8110 unit which has to with pressure sensing disc circuit test failing during the post. Will need to first replace the pressure sensing disc. If does not resolve issue next to replace the logic board. It was reported there was no patient involvement.